Event description:
On march 31, 2023, haemonetics was made aware of a 45-year-old male donor fatality from an unknown cause. The donation center was notified by the donor's family the death occurred on (B)(6) 2023 at the donor's residence the day after the donation. Donor's last donation occurred on (B)(6) 2023 using a pcs®2 plasma collection system. There were no reported errors on the equipment or issue with disposables used in the procedure at the time of the donation. During the donation process, there were no adverse events noted. There were no donor deferrals on this or any previous donation. The center has no information regarding donor hospitalization. An autopsy was performed but will not be released to the center. No further information is expected from the reporter.

Manufacturer narrative:
A haemonetics field service engineer performed diagnostic testing on the machine used during the donation and all tests passed. The machine was found to have met all manufacturer specifications and was deemed ready to use. DHR review found there were no anomalies noted during the manufacture of this device. There were no nonconformances issued involving the device serial number. There are currently no open capas related to this issue. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.